Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was tested with a test keypad and no frozen display was noted. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a stained end cap sticker and a broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an intermittently unresponsive keypad. The blood glucose reading was 138 mg/dl. The customer stated that she had an issue with an infusion set connector that came off the tubing and wound up leaking about 4 months prior. Advised the customer that this was not likely the cause of the issue, since moisture damage to the keypad is normally the cause of these button issues. Advised replacement of the insulin pump. Nothing further reported.